Event description:
It was reported that all the leads had dislodged. The patient had been bumped and fell some days earlier. No symptoms were noted at that time. The patient was reported to be a twiddler. Later, there was diaphragmatic stimulation of the left ventricular lead. Device interrogation showed high atrial thresholds and small p-waves, along with atrial and ventricular sensing changes. Reprogramming was done initially and then all the leads were replaced. In addition, the right ventricular lead had low impedance and a report that the lead screw mechanism took greater than 20 turns to deploy. A prolonged hospital stay noted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.